Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported after a car accident, the patient needed an emergency MRI and the ipg was not placed in surgery mode. The ipg was unable to communicate. Surgical intervention took place wherein the ipg was explanted and replaced. Effective therapy was established.